Event description:
Information was received regarding a an unspecified cadd pump. It was reported that the pump ws alarming for high pressure and had been doing so for the past week. However, on the day of the report, the alarm was non-stop. The user tried troubleshooting, but with no resolution. Parents took the patient to the hospital. The mother believed the cassettes were also part of the problem. Two replacement pumps and 15 new cassettes were couriered to the patient. The infusion was life-sustaining, but patient did not have back up device to successfully continued their infusion. It is unknown if there was patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. A DHR review could not be performed in that no specific product was identified. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1-adverse event.

Manufacturer narrative:
Other, other text: a1, a2, b3, d4, h4) additional information was received indicating the date of event was (B)(6) 2021. Patient information and pump serial number were also provided and updated in the report. Customer noted that they do not provide the event history log for the pump and that the affected devices are no longer available to be returned for evaluation as the issue was reported back in august of 2021.